Event description:
Nurse found pt's foley catheter out; the balloon had disintegrated. After the replacement catheter was placed, tiny fragments of latex were found draining through the replacement catheter tubing. The pt was receiving an amphotericin bladder irrigation. The catheter had been placed within a few days of this event.